Event description:
It was reported that there was no capture on this left ventricular (lv) lead. This device was reprogrammed to turn off the lv lead. Lead revision procedure could not be completed due to patient condition. Physician noted that procedure will be performed at a future time. Technical services (ts) discussed device operation with boston scientific field sales representative. No additional adverse patient effects were reported. Currently, this crt-d system remains in service.